Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had 2 broken belt clips and a low blood glucose level that required an ambulance ride to the hospital. Customer's blood glucose was 600 mg/dl at the time of admission on (B)(6) 2016. Customer stated that she was fasting for a colonoscopy and she stayed on the pump. Customer stated that no one told her to remove the pump and her blood glucose went low. Customer was admitted and released on the same day. Customer thinks that she was wearing the pump at the time of the hospitalization. Customer was at home at the time of the low blood glucose. Customer stated that her heart rate was also messed up too. Customer's blood glucose was in the 40's mg/dl. The ambulance was called because her daughter could not wake her up. Customer was treated with orange juice and 2 tbsp of sugar. Customer was injected with glucose and her blood glucose went to 600 mg/dl.